Event description:
Complainant alleged that during an inservice training by zoll medical staff, the device displayed "defib disabled" and "pacer disabled" messages. The device then failed to power up in battery power. Complainant indicated that there was no pt involvement in the reported malfunction.